Event description:
Pt reported there were segments missing on the infusion device display screen. Pt reported "in spite of changing infusion set and site, pump has given the wrong amount of insulin." Pt disconnected the infusion device and used an insulin pen. Pt does not know if she got too much or too little insulin, but she was taken to the hospital. Pt had left hospital by the time of report and was doing "okay." This event occurred at the end of (B)(6) , 2010, and blood glucose at time of event was 29 mmol/l. Target blood glucose is 4-8 mmol/l. Pt tested positive for ketones. Pt was in the hospital for less than 24 hours and did receive stationary treatment. Infusion device was not exposed to electromagnetic fields or water. Pt did not have an infection or start new medications. Pt changes infusion set every 3 days. Pt changes insulin cartridge every 3-4 days. Infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.